Manufacturer narrative:
Device history records review was completed for part: 03.010.061, lot: 9081156. Manufacturing location: bettlach, manufacturing date: aug 29, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The used material was stainless steel 440a as required and the measured harness was with 53.8 ¿ 54.3 hrc within the specification of 52 0/+3 hrc. Product investigation was completed. The received drill bit shows that quick coupling at the proximal end is broken off. The broken off portion is missing. Furthermore, the tip and the cutting edges of the drill bit are badly worn. The used material was stainless steel 440a as required and the measured harness was with 53.8 ¿ 54.3 hrc within the specification of 52 0/+3 hrc. The broken surface is homogeneous what indicates material conformity as well. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a combination between intense use and a mechanical overload during use, or improper handling during the cleaning process did lead to breakage of the device. We conclude that the cause of failure is not due to any manufacturing non-conformance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during decontamination, the drill bit was found broken. There was no patient involvement. This report is for one (1) 4.2mm three-fluted drill bit. This is report 1 of 1 for (B)(4).